Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer¿s blood glucose level was 150mg/dl at the time of the incident. It was reported that the insulin pump had recurring motor errors and was unable to rewind and prime. It was also reported that the insulin pump was not exposed to high magnetic field. It was indicated that the customer has already reverted to back up. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the customer was advised that the insulin pump needed to be replaced. There was no indication of whether or not the insulin pump will be returned for analysis.